Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a hospitalization. The reporter indicated that they were unhappy with the insulin pump as the patient was the sickest in 20 years with their diabetes. No additional information was obtained. Animas attempted to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized associated with the allegation that the insulin pump was contributing to a worsening of their condition.